Event description:
It was reported that the user¿s ilet insulin pump generated occlusion alerts, accompanied by elevated blood glucose readings in the 240¿300 mg/dl range, which were resolved after the user changed the infusion set and tubing of a contact detach set while retaining a recently filled cartridge; no leakage or site abnormalities were observed. Investigation of this case revealed that the occlusion condition cleared after the supply change, consistent with an infusion set or tubing obstruction associated with the contact detach set and luer connector, with no device malfunction observed on the ilet. Symptoms included sleepiness associated with hyperglycemia. Outcomes included the need for troubleshooting and replacement of disposable pump supplies without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to disposable components rather than the pump mechanism.